Event description:
Additional information indicated that the evaluation conclusion code was updated.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. Upon receipt at our post market quality assurance laboratory, external visual inspection noted the spring is missing from the spring connector block. It is not pushed down into the lead barrel. Interrogation with a programmer shows the signal for the auto lead detect function is still being produced. This indicates the device never saw that a lead was connected. The device did not pass automated electrical testing. During manufacturing, electrical tests show the spring was present. The missing coil spring, in the positive connector block, contributed to the reported clinical observation of no pacing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted the spring is missing from the spring connector block. It is not pushed down into the lead barrel. Interrogation with a programmer shows the signal for the auto lead detect function is still being produced. This indicates the device never saw that a lead was connected. The device did not pass automated electrical testing. During manufacturing, electrical tests show the spring was present. The missing coil spring, in the positive connector block, contributed to the reported clinical observation of no pacing.

Event description:
It was reported that this pacemaker was interrogated and the was handed to the physician. However, the connection was lost and subsequently would not pace, when connected to the lead. The device was disconnected and tried again, to no avail. It was noted that there is a known problem with the facility and the wireless telemetry. However, the physician tried a new device and it worked just fine. No adverse patient effects were reported. This product has been returned and a device evaluation was completed.